Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was based on onsite photos of the affected device. Based on the damage to the mountings seen in the photos it can be concluded that the contact between the perseus adapter and the movita was insufficient. This damage occurs in case the user does not follow the procedure necessary for a safe connection between movita described in the instruction for use. The docking between perseus and movita is accurately described in the instruction for use of the perseus a500 service cart. The instructions for use further cautions the user that of a danger of personal injury and/or equipment damage in case the procedure is not followed correctly. No similar incident, related to the same root cause, was reported within the last 3 years.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the anesthesia device perseus a500 fell down from the dräger movita pendent during self-test. A witness reported that no action was taken by them before the event. This damaged the a500 and led to a severe injury for anesthesia consultant at his hand.